Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged with the current usb cable. There was no reported impact to customer's blood glucose level. Replacement cable was sent to customer.